Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the second event reported, for the first event reported with the same device that was used on the same patient see MDR 3013394970-2021-00204.

Event description:
The user facility reported that the angio-seal vip device would not deploy the anchor. There was no patient injury, medical/surgical intervention required. Additional information was received on 29mar2021. The procedure was a left heart catheterization. A 6fr sheath was used. There was slight resistance advancing the 6fr angio-seal; glidewire was frayed upon removal. A pre-deployment angiogram was performed. The angio-seal did not malfunction or indicate failure before the anchor could not deploy. The anchor was not visible; only the collagen fiber was visible. Hemostasis was achieved via manual compression and femostop. The patient's condition was stable. The blood loss was less than 250cc. Additional information was received on 31mar2021. It was a guidewire. The 70 cm guidewire that is part of the angio-seal vip kit. It was not used to achieve access, only to exchange the 6fr sheath for the angio-seal arteriotomy locater.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure mode that the user experienced as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.